Event description:
The physician used a trailblazer over an .035 wire to attempt to cross a challenging cto. As the physician was trying to break through the distal cap, he was pushing the wire and catheter together, with the tip of the wire flush with the tip of the catheter. The physician said, he was pushing very hard. The tip of the trailblazer prolapsed ans separated. The separation was just distal to the middle marker band. The physician snared the distal tip of the trailblazer and continued the case with another trailblazer. Pt is doing fine.